Manufacturer narrative:
Correction on initial report: d.1, d.2, d.4, d.10,g.5, & h.6. (Patient code). Additional information provided: d.11. The customer¿s reports that the tubing set had a hole that leaked during priming was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed leaking the pumping segment at the lower fitment retainer ring. Examination under magnification of silicone at the leak site segment found a tear. The root cause of the tear was not identified.

Event description:
It was reported that the tubing set had a hole that leaked during priming. There was no patient involvement associated with this event, as the issue occurred during priming. Although requested, there has been no additional event information made available to date.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that while priming the line a leak was noticed. It was discovered that the line had a hole in it.